Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess lead electrical performance. Measurements throughout this test was within normal limits. Visual inspection found that the inner coil near tip was deformed and stretched. Analysis determined this was likely the cause of the field observation of high impedances and helix extension issues.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty extending the helix fully. The lead was tested through the pacemaker and pacing system analyzer (psa) and yielded high out of range pacing impedance measurements of 2600 ohms. When the physician attempted to reposition the lead the helx would no longer extend. A new lead was successfully implanted. This lead was attempted and not implanted. No adverse patient effects were reported.